Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: this mre review is for sterilization procedure only part: 09.632.099s. Lot: 4l70497. Manufacturing site: selzach . Supplier: früh verpackungstechnik ag . Release to warehouse date: 14.may 2019. Expiry date: 01.may 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument. Part: 09.632.099. Lot: h780437. 19-jul-2019 by: mschoenfeld. A DHR review was not performed for this pi. This lot was manufactured by brandywine. Please reassign this task to the correct group. A product investigation was conducted. Visual inspection: the lock-cap flat one-step f/matrix 5.5 cocr (part # 09.632.099s, lot # 4l70497, mfg # 14-may-2019) was received at us cq with no visual defects. Functional test: a functional test was performed at us cq using a pedicle screw and the locking cap was able to be screwed onto the device. The complaint was not able to be replicated. Therefore, the complaint is not confirmed. Dimensional inspection: dimensional analysis was completed, the outer diameter of the locking end cap measured and is within specification based on relevant drawing. Document/specification review: the relevant drawing(s) was reviewed. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device did not seat properly. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro codes: mnh, mni, kwq, kwp. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that spinal fusion surgery for spondylolisthesis was performed on (B)(6) 2019. During final tightening, the locking cap didn't hold the rod properly. The surgeon used another locking cap and tightened successfully. There was no adverse consequence to the patient. There was no surgical delay. Concomitant devices: rod (part: unknown, lot: unknown, quantity: 1). This report is for a matrix locking cap without saddle. This is report 1 of 1 for (B)(4).